Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and the meter was reading high on (B)(6) 2020. It was reported that the customer had high blood glucose levels was above 35.0 mmol/l. It was reported that the customer's mother received a call from school that the customer as running high all around 19 mmol/l. It was reported that the customer still experienced high blood glucose levels after changing the infusion set and reservoir. It was reported that the customer reported high blood glucose levels of 24.9 mmol/l in the morning at 10:00 pm and treated with a bolus. The customer tested blood glucose levels again and was at 13.0 mmol/l. It was reported that after waking up at 7: 00 am the customer was 18.0 mmol/l and at 10:00 am, the high blood glucose levels was over 32.0 mmol/l. It was reported that the customer was experiencing hyperglycemia for the last two days. The customer did not report any symptoms related to the high blood glucose levels. Troubleshooting was performed. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported no issues with infusion set and reservoir. The customer did not alleged that the insulin pump was under delivering insulin. It was reported that mother also brought her son to the clinic and they believed that he was experiencing a growth sprout and that he may need more insulin. It was reported that the insulin pump also received a power loss error on (B)(6) 2020 and the metal piece on the battery cap broke off. Troubleshooting was performed related to the power loss alarm. The customer was able to successfully clear the alarm. During the troubleshooting , the customer was advised to monitor the insulin pump and confirmed that the insert battery alarm was displayed after inserting a new battery. The customer also reported that the two infusion set came were bent when taken out of the box. Product is not expected to return for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.